Event description:
It was reported that the bore light inside the magnet fell and hit a patient in the face cutting the pt's face near the eye. The light was secured in place at the ends by retention sockets and in the middle by double sided adhesive. The light became dislodged by patients contacting the light that is located near the top of the bore of the magnet. Ge provides patient straps to prevent the patient from contacting the bore of the magnet and they were not used.